Event description:
Information was received indicating that during pre-test, a smiths medical cadd legacy plus pump exhibited high-pressure. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump found the pump in fair condition. The pump had cracked housing. Device history log could not be downloaded. During testing the pump was powered up. The pump had a constant "high pressure alarm. The reported event was able to be duplicated. The problem source was identified as circuit board.